Event description:
A customer contacted beckman coulter inc. (Bci) regarding low results generated by the unicel dxc 800 pro synchron clinical systems. The customer indicated that they obtained about 30 low results for the following chemistries: bile acid (udr), total bilirubin, cholesterol, triglycerides and enzymes. The results were reported out of the lab. The actual results were not supplied. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The samples were collected in bd vacutainer serum tubes. No sample issues were noted. Per event log, many samples were reported as "oir low". No system error messages before or after the event were observed. Qc performed after the event passed. The instrument was rebooted and repeat results were as expected. A field service engineer (fse) was dispatched: the fse checked pipetting subsystems and the photometer; no problems were found. The fse copied the event log, which will be used for the investigation. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.